Manufacturer narrative:
Additional narrative: patient initials and weight not provided. Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 06.nov.2014 expiry date: 01.oct.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6 )as follows: a surgery was performed on (B)(6)2015 for a radial diaphyseal fracture. Due to the fact that the patient was adolescent, in order to implant the reported lc-lcp plate small (with 6 screw holes), only cortex screws were used. Although the drilling and the tapping were performed thoroughly as normally performed, the reported screw broke in half while screwing it into the bone. The plate was replaced with the 7-holed one, while the broken screw was left in the bone. The surgical operation was delayed for 15 minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.